Manufacturer narrative:
The device generated an 0xcd low voltage detection alarm. Battery voltages were sufficient, and shelf mode current measured within spec. No problems were found that would contribute to the reported 0xcd alarm, the cause of which could not be determined. The exposed portion of the soft cannula was observed to be stretched and flattened, though fluid flow through the complete fluid path was unaffected. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod hazard alarm during operation. The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod at the infusion site (arm) between 4 and 24 hours.